Manufacturer narrative:
Batch review performed on 13 september 2022: lot 2005889: (B)(4) items manufactured and released on 07-oct-2020. Expiration date: 2025-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components involved in the event: gmk-sphere 02.12.0023l femoral component sphere cemented size 3+ l (k140826) lot 2009156: (B)(4) items manufactured and released on 25-nov-2020. Expiration date: 2025-11-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0310fl tibial insert fixed sphere flex size 3/10 mm l (k121416) lot 2002717: (B)(4) items manufactured and released on 10-jul-2020. Expiration date: 2025-06-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery performed at 1 year and 5 months post primary for pain and knee instability. The surgeon revised tibial tray, insert and femur successfully.